Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens -8.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to low vault. On (B)(6) 2022 a replacement lens of longer length was implanted and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: b5- "-8.0" should be corrected to "-8.00/2.5/144 (sphere/cylinder/axis)" . Claim# (B)(4).